Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a short battery life issue that resulted in elevated blood glucose (bg) of 508mg/dl with nausea. The patient had reportedly been in a pool when the short battery life issue began, although the reporter denied any moisture in the pump. Reportedly, the pump emitted a replace battery alarm; the patient reportedly changed the battery three times but the alarm continued to recur. The reporter stated that the patient was able to get passed the verification screen but then when attempting to start the prime sequence, the replace battery alarm would recur. The pump reportedly did not lose power but due to the recurring alarm, the patient's bg elevated. The patient reportedly discontinued the pump and was contacting their healthcare provider for a backup plan; the reporter noted that the patient did not have a back-up plan for diabetes management at the time of the alleged battery life issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a short battery life issue that prevented the patient from being about to use the pump.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016-device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred at 2:44pm on (B)(6) 2016 prior to multiple persistent ¿replace battery¿ alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump emitted a ¿replace battery¿ alarm during rewind that could not be cleared. Additional testing could not be completed due to the alarm. Unrelated to the original complaint, investigation revealed the following: the pump casing was cracked at the base between the keypad and display lens; there was evidence of moisture corrosion in the display screen; leak testing revealed a leak at the casing crack; the pump cover was removed and internal moisture corrosion was found on the printed circuit board and on the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.